Event description:
Healthcare professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product and left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, total delamination of the plug strap disk, and an opening on posterior. Leak test and microscopic analysis was performed which identified: a sharp opening on posterior, non-penetrating nick, and total delamination of the plug strap disk (adhesive failure). A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Total delamination of the plug strap disk assessed as adhesive failure.

Event description:
Healthcare professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product and left side deflation. Device was explanted and replaced.